Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3587a, lot# l41465, implanted: (B)(6) 1997, product type: lead. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type: programmer, patient. (B)(4)

Event description:
The healthcare professional reported that the contact alleged that the implantable neurostimulator (ins) was turning off and had turned off unexpectedly. It was reported that the patient's ins was turning off by itself and they were able to turn stimulation back on where it would work again. It was turning off due to them using the stimulator in "subthreshold" and pain would come back when the stimulator was off but the pain would go away when it was turned back on. It was unknown if the stimulation turning off was related to positional movement. A return of pain when the ins shuts off was reported. No power on resets (por) were reported and the ins battery was reported as "okay." Relevant medical history includes failed back surgery syndrome. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.